Event description:
It was reported that interfering signals caused inappropriate shocks. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion consistent with lead friction to the ICD can. Lead abrasion was noted at 20.0cm from the pin and the blue efte insulation cable was abraded open. The damage found could generate the noise seen in the field.